Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear? 3-4, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7079260, UDI: (B)(4). Brand name: linear? 3-4, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7079423, UDI: (B)(4).

Event description:
It was reported that the patient experienced severe headaches a couple of days after a spinal cord stimulation (scs) trial lead implant procedure. The physician noted having difficulty with the lead placement. A computed tomography (CT) scan confirmed that the patient had a cerebrospinal fluid (csf) leak. The patient was hospitalized, treated with a blood patch, and one of three leads was pulled early due to the leak. The patient was doing well following the procedure. The lead was discarded by the medical facility.